Manufacturer narrative:
(B)(4).

Event description:
Received info the pt is experiencing difficulty walking after a slight fall. She hit her elbow and chin. Both her devices are on and the batteries are good. Additional info has been requested and if received a follow up report will be sent. Reference MFR report # 3004209178201103638 for related implantable neurostimulator.